Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse reaction was reported with wear of the abbott diabetes care (adc) device. Customer reported pain at the sensor site upon insertion. As a result, customer experienced a loss of consciousness, seizure, and no third-party treatment was reported. There was no report of death or permanent injury associated with this event.

Event description:
An adverse reaction was reported with wear of the abbott diabetes care (adc) device. Customer reported pain at the sensor site upon insertion. As a result, customer experienced a loss of consciousness, seizure, and no third-party treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Visual inspection was performed on the sensor plug assembly and no failure modes were observed. The sensor plug was properly seated. No further investigation can be performed at this time as the sensor applicator and sensor pack have not been returned. If additional product is returned, an investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.